Event description:
About 3-5 minutes into bypass procedure the monolyth oxygenator started to leak foamy blood out of the bottom of the unit. They went off bypass and changed out the oxygenator. They were off bypass for about 11 minutes. Change of oxygenator was without incident and there was not any pt impact. They went back on bypass and completed the procedure without further incident.